Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
A fully charged autopulse li-ion battery (sn (B)(4) would not power up the autopulse platforms during the shift check. The customer stated that the status leds of the battery showed four solid green lights, indicating the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.